Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome (crps) type I. It was reported that the patient was presenting with a fever and tenderness around the implantable neurostimulator (ins). The patient felt the ins had moved since her fall a couple days ago. The patient had fallen off a ladder a couple of days ago and landed right on the ins, which was located in the right flank area. The ins location was very tender. No troubleshooting had been done for the device. The hcp had reached out to a manufacturing representative (rep) to come and evaluate the device. The hcp did not believe that the fall could cause a fever or potential for infection. The hcp was going to get a rep to check the system even though there had been no change to therapy per the patient. They were going to continue monitoring the fever and would be doing some blood work. Further follow-up is being conducted to determine what troubleshooting, diagnostics, actions or interventions were taken, and if the cause of the fever was determined. If additional information is received, a follow-up report will be sent.